Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication, stall due to shaft-bearing.

Manufacturer narrative:
(B)(4).

Event description:
The hcp reported the patient was in the office the day of the report for a routine refill. The patient had increased tone, agitation, and was flushed/sweaty. The patient had also had a recent diagnosis of kidney stones. Per the pump event logs, a first motor stall occurred on (B)(6) 2015 at 1654 and recovered on (B)(6) 2015 at 1249. The second motor stall occurred on (B)(6) 2015 at 0247 and recovered on (B)(6) 2015 at 0347 followed by a third motor stall on (B)(6) 2015 at 0411 that did not recover. The patient had not had magnetic resonance imaging (MRI) or been exposed to any magnet/electromagnetic interference (emi). Options were discussed of pump replacement and to supplement with oral baclofen. The hcp reported they would start with 80 mg through her tube. Later, on (B)(6) 2015, it was reported they were trying to get the pump replaced sooner, possibly added at the end of the day on (B)(6) 2015. The pump was placed at minimum rate and oral baclofen was being given, the pump replacement was going to be scheduled for the next week. Further information received from the hcp reported that the patient was unable to communicate due to severe brain injury. She was having symptoms of agitation, facial flushing, low fever 99.0, and an increase in spasticity. The motor stall did not recover. It was unknown how long the pump was stalled. There was not a tube set message after the stall. The cause of the motor stalls was unknown. Troubleshooting and interventions included tech support and a call to the company representative, increased g-tube baclofen to prevent withdrawal, the pump was set to minimum rate to allow g-tube control as pump unreliably on/off, and neurosurgery was contacted to replace the pump. The patient was not recovered, and symptoms/issues were ongoing as the patient was awaiting pump replacement. On (B)(6) 2015 it was reported the patient was hospitalized last week (exact date unknown), at which time the pump showed multiple motor stalls with some recovering at varying intervals. Per the family, the patient had symptoms of increased spasticity and increased agitation. The decision was made to drop the pump to minimum rate until replacement and supplement with oral dosing via peg tube. The patient had been receiving a dose of 1100mcg/day via flex dosing. The patient had the pump explant and replacement on (B)(6) 2015. A new 40ml pump was implanted, catheter patent, and starting dose was 500 mcg/day simple continuous. Per the patient's husband and mother, the patient had a series of urinary tract infections (uti) beginning in (B)(6) for which she had multiple ultrasounds performed. This is the only activity out of normal that the patient experienced. At the replacement, per telemetry interrogation, there should have been about 4ml of drug in pump. Upon emptying the reservoir, about 8 1/2 ml of drug was removed. It was unknown if any diagnostic testing or troubleshooting was performed. The patient status at the time of the event was unknown. The pump was used to deliver lioresal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8711, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter; product ID 8590-1, lot# n198591, implanted: (B)(6) 2009, product type: accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.